Event description:
It was reported that the steering handle was hard to use. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The steering assembly was cleaned and adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.